Event description:
Account experiencing intermittent issues with manually entered patient ID numbers from bar-coded samples. The device is auto populating incorrect patient information for the patient ID numbers entered. This issue has occurred more than 10 times for the past 4 to 5 months. Only one patient example was provided. On (B)(6) 2007, user manually entered a patient ID number from a bar-coded sample with the correct patient name. The incorrect patient information with a different patient name auto populated for the patient ID number entered. No erroneous results have been reported. Patients not adversely affected. If additional information is received, appropriate notification will be provided.